Event description:
A customer contacted beckman coulter inc., (bci), regarding an erroneously troponin (accu tnl) result that was generated by the unicel dxl 800 access immunoassay system. A patient sample was tested for accu tnl and a result of 7.5ng/ml was obtained. It is unclear if the result was reported out of the lab. The original sample was re-tested, and the repeated results were: 0.03ng/ml and 0.04ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. The customer did not report questioning any other results. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostic testing and one test partially failed. The fse performed a preventive maintenance (pm) to the instrument and then repeated the failed portion of the diagnostic testing which failed again. The fse replaced pipettor tips, made adjustment to the ultrasonics and drift correction factor. The fse repeated the diagnostic testing and performed accu tnl precision testing; both tests passed. The fse verified the instrument per established procedures, and results passed within published specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.